Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Final analysis of the pump found the battery had high resistance. During the internal decontamination process, the pump experienced a low battery reset. Due to the low battery reset, additional battery testing was done. The battery was found to have a high resistance of 432.53 ohms, when the maximum allowable specification is 317 ohms.

Event description:
It was reported that the pump had been prophylactically explanted to avoid in-vivo battery depletion. It was noted that there had been an elective replacement indication. The drugs used in this system were dilaudid and clonidine.